Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system and customer had a high blood glucose level. The customer's blood glucose level was 401 mg/dl. The customer was treated with the manual injections. The customer assisted with the troubleshooting. It was also stated that the drive support cap was sticking out. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.